Manufacturer narrative:
Corrections based on new information reported.

Event description:
It was additionaly reported that the plate broke in (B)(6) 2016 but due patient's hesitation the explantation only occured in 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to us that patient underwent a revision surgery due to breakage of the plate.